Event description:
Related manufacturer reference number: 2017865-2024-67141. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. Additionally, the physician visualized the insulation damage near the proximal end on the right ventricular (rv) lead during the procedure. The ra lead was capped and replaced while the rv lead was repaired and remained implanted on (B)(6) 2024. The patient was in stable condition.